Manufacturer narrative:
The catalog number and lot code were not provided. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the ceramic head dislocated 10 years after the tha primary surgery. A revision surgery was performed.